Event description:
Revision- unexplained. Had resurfacing in (B) (6) 2006. The femoral component was revised to a modular mom hip in (B) (6) 2006. Constant pain ever since. Low crp, high metal ions, moderate cup inclination, not loose at operation, no organisms seen in hip fluid and moderate wear rate. Component implanted for 23 months.

Manufacturer narrative:
No 510(k) number provided because this implant is not sold in the u.s. To be implanted for this indication; it is currently sold in the u.s. Under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.